Manufacturer narrative:
(B)(4). D10: cat #: 11-301344 / arcos con sz d std 80mm / lot #:188490 g2: new zealand multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01091. Proposed component code: mechanical (g04): stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: anatomic alignment of the left hip arthroplasty. Proximal medial radiolucency along the femoral implant without evidence of implant loosening. Greater trochanteric fracture of uncertain age. Marked osteopenia. The complaint was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision approximately twelve years post implantation due to loosening of the stem. The stem was removed and replaced. Attempts have been made and no further information is available.